Manufacturer narrative:
The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Additional information indicated surgery intervention occured wherein the leads were explanted and replaced.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-02407. It was reported the patient experienced ineffective therapy due to high impedance on all contacts. Surgical intervention may be pending to address the issue.